Event description:
Premature, sudden battery depletion was reported and the device was replaced. It was part of the advisory for this model, and subsequently tested out of specification, consistent with the advisory. No patient complications have been reported as a result of this event.